Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type software product ID tm90t0 lot# serial# (B)(6). Product type accessory product ID hh90t01 lot# serial# (B)(6). Product type mobile platform product ID m977041a001 lot# serial# unknown. Product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving prialt via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their handset and communicator were not communicating. The patient stated that they had had problems with it before, but now it was not communicating. The patient stated that it did eventually connect, but it took a while. Sometimes it hung out at a certain percentage, and sometimes it didn't do anything. Sometimes they had to turn it all off and start it all up again, and when they were in pain, they didn¿t want to do that. The patient stated that it frustrated them. The patient stated, when it worked, it worked slow, but there were a lot of times it couldn't seem to find the other device, so they had to shut it off, and start over to get it to even find it. It was kind of super erratic, and it always hung up around the 90% thing. Today, they tried it 4 times and it was like 8%, and then 50%. The patient stated there were no codes/messages on the screen that they saw that showed the equipment was not connecting. The patient then stated, ¿when I turn it on, if I hold my finger on the power button a little too long, all the data comes up on it.¿ the agent reviewed general use considerations and reviewed how to close the myptm app. When the agent inquired about the event date, the patient stated that they had always had problems with the equipment reading each other the whole time, since the beginning, but mentioned they had had their handset replaced before. The patient also stated that they found that they had to turn the communicator after letting the myptm app be open for a little bit, otherwise they felt it would not connect. The patient was also concerned about the bluetooth light turning solid blue. The agent reviewed communicator general use, and the patient connected to their pump well without issue. The patient said again when they turn it on, if they hold their finger on the power button a little too long, all the data comes up on it, and then the patient's family member came on the line and stated that the handset would go into ¿developer mode.¿ it was determined that the patient and the patient's family member were describing the android recovery/reboot system now screen. As the patient was getting the android recovery screen due to their I ncompatible wallet case, a replacement/compatible wallet case was requested from the repair department. The patient agreed to monitor the issue with connecting to the pump. No patient harm report.